Manufacturer narrative:
Patient information has been requested but not provided at the time of this report.

Event description:
It was reported that the ventilator generated an error code which is relevant to blower reading high temperature. Patient involvement is unknown.

Manufacturer narrative:
The blower was received for failure investigation. The blower assembly passed all testing. A high blower temperature alarm (1122 error code) could not be duplicated. There were no faults found with the blower assembly.